Manufacturer narrative:
A report was received from an edwards lifesciences field clinical specialist (fcs) indicating a 23mm commander delivery system packaging pouch, specifically the front clear plastic portion, was torn and contaminated prior to opening the product on the back table. Per additional information, as the nurse was removing the delivery system from the shelf box to open the product, and the clear plastic portion of the packaging pouch came in contact with a sharp corner of a medicine cart which tore through the clear plastic, contaminating the product. The now contaminated commander was removed from the room and discarded and a new 23mm commander delivery system was opened and used successfully. There was no patient involvement. There was no indication that the device was sent or received damaged. At the time of this report, the information available does not suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the damage of the pouch. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. This event is no longer considered reportable to the FDA.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), out of box during preparation of devices for implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, the 23mm commander delivery system packaging was torn and contaminated prior to opening the product on the back table. There was no patient involvement. The contaminated commander was removed from the room and discarded and a new 23mm commander delivery system was opened and used successfully.